Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary main drawer 5.2 experienced a hardware failure. The remote smart service (rss) status showed the es station as online. The customer attempted to restart the station and recover the drawer; however, the issue persisted. However, there were no delays, adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-oct-2009 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, it was determined that the system main drawer 5.2 had hardware failure. A field service engineer (fse) found a liquid substance on the legacy row board, requiring replacement of the row board. The fse also found a failed cubie pocket on drawer 7 due to a medication jam. The medication jam was removed. The customer successfully inventoried the pocket and verified proper operation, resolving the issue. The system functioned as intended after the field service engineer repaired the device.